Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the set screw on the femoral alignment guide is stripped. The surgeon was able to proceed with one functioning set screw."